Event description:
Per the physician, the patient was explanted due to infection. The patient was explanted in 2009. Reimplantation is planned, but had not taken place at the time of this report the following month.